Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a lesion in the proximal rca exhibiting moderate tortuosity and moderate calcification. No damage was noted to packaging. It is reported that stent deformation occurred in vivo during positioning/advancement. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Device evaluation summary: the device returned with sheath and stylette loaded. The tapered end of the sheath was torn, with the looped end of the stylette protruding through. It was not possible to remove the sheath and stylette initially. It was only possible to remove them after soaking the device in a water bath. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid-stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.